Event description:
I am writing to share the narrative from tonight's leak during the home infusion of ivig on february 6th, after an uneventful access, pre-hydration infusion and therapy initiation, I was resting in bed and got up to use the restroom when I suddenly noticed a large splash of liquid on the back of my leg. I quickly realized from the sticky texture, that this was ivig fluid. I looked back at the bed and there was foot-wide wet spot where the ivig had been leaking. The inside of the infusion pump bag was all wet. I quickly came out to the kitchen table where you were taking vitals and showed you the pump case, which was thoroughly soaked. We both observed the ivig spraying rhythmically out of the tubing [curlin infusion administration set - ref 340-4114, lot cf2529043, exp 2030-10-17], just downstream from the pump, perhaps through the tubing junction next to the yellow block in the infusion set tubing. At this point, the pump said roughly 260ml of the 400 ml dose had been infused. I would estimated 200 ml was wasted onto the bed and floor and into the interior of the infusion pump bag, based largely on the scale of fluid observed on the bed, back, floor and my pants. The spraying leak behavior was not initially observed during the initial low-rate infusion after initiation during the first 10-20 minutes, so presumably was largely occurring at the higher flow rates. I marked the suspect junction on the infusion kit with tape, labeled 'leak' in pen and returned it to the IV nurse for return to the manufacturer. I shared this narrative with the infusion nursing company, tlc solutions, however did not receive any follow-up. I also stated to them "in my opinion this should be filed with the maude database as a potential device malfunction that resulted in loss of a very expensive therapy and incomplete therapy delivery."